Event description:
Allegedly following an acromioplasty procedure, it was noted that fluid extravasated into the tissues. The patient was admitted into the hosp for observation and discharged 23 hours later.